Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent as appropriate. Lawyer-filed report (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc sling system on (B)(6) 2004 with the intention of treating her for incontinence. It was alleged the plaintiff immediately suffered excruciating pain that extended from her naval down to the inside of her legs. It was further alleged the plaintiff has had trouble urinating; cannot sit with her legs bent; has neuropathic pelvic pain that is ongoing; has experienced recurrent infections, numbness, and continued incontinence; cannot engage in sexual relations; has suffered from extreme mesh erosion through the vaginal wall; experienced significant physical, psychological, and emotional pain and suffering as well as chronic debilitating vaginal, back, leg and abdominal pain; experienced significant psychological stress and depression; and sustained permanent and debilitating injuries. The plaintiff has undergone numerous unsuccessful medical procedures and hospitalization in attempt to remove the mesh.